Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: >7.5; laboratory inr: 3.2, the time between testing was ten (10) minutes. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.